Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated that she went into shock and was in a coma for three days. The customer did not want to troubleshoot the insulin pump, but she needed assistance programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.